Manufacturer narrative:
The investigation is in progress. A sample has been rec'd, but has not yet been evaluated. A root cause has not been identified. (B)(4).

Event description:
A customer reported that the system message displayed and intraocular pressure was not able to be used during a procedure. The consumable was exchanged and the issue resolved. There was no impact to the pt.